Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A corresponding material# could not be found for the provided batch# [9296497] based on the event description. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima-ii¿ closed IV catheter system leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on october 19, about eight o 'clock on the morning, the nurse ready infusion products, transfusion for patients in the process, when the exhaust, find enclosed venous indwelling needle hard tube and silicone perfusion tube joint appear leakage phenomenon, carefully check found the IV silicone IV is trachoma lead to leakage, to immediately replace needle, after check in good condition for patients with indwelling venous indwelling needle, and continue to infusion operation treatment, leading to secondary vein puncture, but there is no delay in patients with normal basic treatment."